Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination of the helix mechanism found no anomalies. The reported event for lead sensing issues was not confirmed. Electrical testing did not find any internal shorts. The cause of the reported event for helix mechanism issues was due to blood clogging the helix at the helix region.

Event description:
Related manufacturing reference number: 2017865-2023-05232. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold, noise oversensing and far-field t wave oversensing that led to inappropriate automatic mode switch. The physician decided to cap and replace the right atrial lead. The right atrial lead was capped and replaced on (B)(6) 2023. The new right atrial lead exhibited p-wave amplitude variation and the helix was unable to properly grasp the tissue. The new right atrial lead was removed and replaced. The patient was in stable condition.